Event description:
It was reported that the pt was seen by his audiologist on (B)(6) 2011 for a follow-up appointment after troubleshooting programming carried out on (B)(6) to address the issue of the pt not wearing his speech processor. The pt had initially presented with swelling over his implant site in late (B)(6) but no medical reason could be found. After the swelling resolved, the pt reported difficulty hearing and whistling static noises. New mapping with progressive maps on (B)(6) had reportedly given the pt better sound and he was no longer hearing the buzzing noise heard previously. At the (B)(6)appointment, the audiologist reported that he was not receiving benefit from his device as he had previously and the buzzing noise was also present again. The pt was seen again on (B)(6) as he is still not responding to sound as he had done prior to the event in (B)(6). Audiological performance testing on this date had decreased further. The clinic has started proceedings for explantation/-re-implantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.